Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer inadvertently "knocked" the pump and subsequently, the touchscreen display was very pixilated. Customer's blood glucose was within range (value not provided). Reportedly, customer reverted to using an alternate method of insulin therapy